Manufacturer narrative:
Summary of events: 6 patients experienced neurological deficit; 20 patients experienced bleeding; 1 patient experienced a deep vein thrombosis; 4 patients experienced permanent weakness.

Event description:
It was reported that following an ablation procedure, multiple patients "experiences" neurological deficits (4 worsening pre-motor, 1 new upper extremity weakness, and 1 hemiparesis), 20 experienced bleeding which were treated conservatively, 1 experienced a deep vein thrombosis, and 4 experienced permanent weakness which did not improve with follow-up. There were no further patient complications reported in relation to this event.